Event description:
It was reported that the pt had two level acdf using infuse bone graft. At an unk time post-op, pt was noted to have developed marked symmetrical anterior cervical swelling. CT scans performed, but were inconclusive. Steroid therapy was planned, but it is not known if it was implemented. The pt reportedly experienced increased difficulty swallowing and a re-operation was performed to explore the site. No hematoma was noted, but a large amount of soft tissue edema was observed. The pt was treated overnight with IV steroids, and discharged home the next day on a medrol dose pack. The pt did not report difficulty breathing. It is unk if the infuse bone graft contributed to the reported event, but we are filling this MDR out of an abundance of caution.